Manufacturer narrative:
The returned device was evaluated. During this testing the unit was able to power on but the settings were unable to be set to the new value. The device was updated to the current software version and the unit functioned as designed. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues prior to this reported event.

Event description:
It was reported that customer was unable to change settings. No consequences or impact to patient.